Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's ((B)(6) lead was eroding out of the skin. The physician indicated no signs of infection were present. Surgical intervention was undertaken on (B)(6) 2017 and the lead was buried deeper.